Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the fill estimate gauge was inaccurate and the touchscreen had a delay. Customer's blood glucose level was 415 mg/dl. Reportedly, the customer changed pump supplies to resolve issue and customer continued to use the pump for insulin therapy.